Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the calcification is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, approximately 5 years and 6 months post transfemoral transcatheter aortic valve replacement, structural valve degeneration of the 23mm sapien 3 valve was observed. Follow-up examination approximately 5 years and 6 months post procedure revealed increased valve gradients and the patient was hospitalized. Contrast-enhanced CT confirmed calcification on the valve leaflet. The patient is experiencing dyspnea upon exertion and is under monitoring. However, a treatment plan has not been determined.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. As a valve in valve procedure was performed approximately 7 years post index tavr procedure, the following sections of this report have been updated: b2.

Manufacturer narrative:
A supplemental MDR is being submitted based on new information received from japan. A valve in valve procedure was performed approximately 7 years post index tavr procedure. The following sections of this report have been updated: corrected h6 health effect - impact code.